Event description:
Customer reported receipt of a package of 0.8% resolve panel a that contained two vials of cell #3 and no cell #9. The customer used the prod prior to detecting the packaging error. No death or serious injury is associated with this event. This report corresponds to ortho-clinical diagnostics, inc.